Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the provisional fractured.

Manufacturer narrative:
There is no change to the previously reported investigation.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection revealed that the device is fractured on the lateral side of the post. The device was manufactured between june 2013 and august 2013, and therefore had been in the field for approximately 2 years and 8 months. It is unknown how many times the devices had been used during that time. This device is used for treatment. A CAPA was initiated to investigate the root cause of the reported event. A notification was sent to the field on (B)(4) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.